Event description:
Boston scientific crm received information that this device was unable to be interrogated, however, exhibited beeping tones upon magnet placement, indicating device functionality. Technical services (ts) recommended trying a different programmer and wand. The device exhibited elective replacement indicator (eri) approximately 69 months post implant. The most recent battery measurements were observed approximately 73 months post implant, with a battery voltage of 2.58 volts and a charge time measurement of 27.9 seconds. Ts recommended device replacement as soon as possible due to the charge time extension measurement. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted for normal battery depletion, with no complications noted.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.